Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The patient stated that they were having a low and fainted. The patient's wife administered the patient with glucose and called the emergency medical technician (emt). When the emt arrived, the patient was not sure if they gave him glucose or dextrose. It was indicated that the emt gave the patient intravenous (IV) therapy and removed the IV as soon as the patient became conscious. When the patient came to, he was on the couch in a pool of sweat. The patient refused to go to the hospital and the emt stayed with him while he ate a peanut butter and jelly sandwich. Additionally, the patient stated that they wrote down the event details on their calendar and stated that the event happened due to an inaccuracy and having very low sugar. The patient further stated that he only writes down his levels when he has inaccuracies but did not write down the values of the inaccurate number for this event. However, he stated he saw 183 mg/dl on his blood glucose (bg) meter but does not remember what the cgm was reading. At the time of contact, the patient's condition has improved. No additional patient or event information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.